Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the air/water cylinder and tube, and the light guide lens had foreign objects (white foreign material). Based on the results of the investigation, since the allegation of the customer was not reproduced, a root cause could not be identified. And for the newly identified malfunctions mentioned above, the foreign material was possibly a simethicone substance. Simethicone and petroleum/oil/silicone-based lubricants are non-water soluble and thus not recommended for use by olympus. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the gastrointestinal videoscope exhibited image flickering. The event occurred during inspection for use. There was no patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the correction. Corrected fields: h6(investigation findings and conclusions) should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.